Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the appropriate tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump and send a new one with updated software, while the customer would use multiple daily injections (mdi) as a backup therapy. The customer acknowledged the instructions for receiving and returning the pumps and agreed to have a signature required for delivery.